Event description:
While testing the pneumatic roto osteotome drill at the manufacturer it was reported that the device heated up. There was no patient involvement or adverse consequences reported with this event.

Manufacturer narrative:
Upon disassembly for visual inspection the driveshaft was stuck nose housing and the motor was stuck in the motor housing due to corrosion.